Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited high out of range shock impedances of greater than 125 ohms. No adverse patient effects were reported.

Event description:
Additional information was provided that the high shock impedance was isolated; subsequent transmissions revealed the shock impedance was back within normal range. The patient will continue to be followed. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.